Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd, implanted: (B)(6) 2018; 429878 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a single chamber implantable cardioverter defibrillator (ICD)  no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.